Event description:
It was reported that two (2) renasys go smells ((B)(4), one (1) renasys go will not vacuum ((B)(4)), one (1) renasys go the screen said device failed ((B)(4)), and one (1) renasys go the control panel is defective (can´t change settings)((B)(4)). No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device keypad lock button would not unlock keypad , establishing a relationship between the device and the reported event. The root cause was identified as a defective main pcb. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.